Manufacturer narrative:
One opened broken phaco tip without a wrench and a part of the broken tip in a sleeve was received in a plastic cartridge with lid for the report. The returned sample was visually inspected and was found to be nonconforming with the phaco tip broken at aspiration bypass hole. The breakage is very jagged and the wall thickness is even. Wear was observed on threads, back of flange, and nut corners, consistent with threading on handpiece. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. The exact root cause could not be determined from the investigation performed. The returned sample is visually non-conforming with the phaco tip broken at the ab hole therefore, a broken tip was confirmed; however, how and when the phaco tip became broken could not be determined. The phaco tip visual inspection does not show any manufacturing issue that would cause the broken phaco tip. The exact root cause for the broken phaco tip is unknown; therefore specific action with regards to this complaint cannot be taken. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Any nonconformance, such as the broken phaco tip exhibited on the returned opened sample, is removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required." The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the very tip of the phaco tip had broken off during surgery and tip was trapped in the phaco cover so it did not enter the eye. There was no patient harm reported.